Event description:
A physician reported that a pt received her first treatment with two formulations of collagen on 6/19/97 in the periorbital crow's feet, glabella, left nasolabial fold and right oral commissure. On 6/25/97 the left nasolabial fold and the right oral commissure became warm, indurated, edematous, erythematous and tender to the touch. The physician did not believe the symptoms were an infection, but did prescribe dicloxacillin, topical ice and oral tylenol. On 6/28/97, the pt's symptoms had markedly improved. On 7/5/97, the pt developed the same symptoms at the glabella and periorbital areas. The physician diagnosed a hypersenitivity. On 7/11/97, the pt consulted another physician, complained that she could not talk and had a dry mouth (exact date of onset unknown). The consulting physician was not sure if the symptoms were related to collagen. The physician administered intramuscular kenalog. The injecting physician reported that on 7/14/97, the pt consulted a rheumatologist, who believed that the pt was experiencing localized symptoms to collagen. On 7/22/97, the pt reported that at some point she visited the hosp ER (exact date not recalled) for symptoms of "skyrocketing blood pressure" of 190/108, numb and swollen tongue and generalized discomfort. The pt received injections of epinephrine and prednisone. On 7/29/97, the rheumatologist believed that all symptoms were related to collagen.